Event description:
Gcm received an e-mail from service technical support supervisor - ireland, UK & south africa on18-dec-2023. The information was obtained from biotronics through ICU medical sligo. The device involved is plum 360¿ with device list number 30010 and (B)(6) device serial number. The reporter stated, ¿during the course of field action fc045 (csb premature battery failure) at the fountain hospital, they observed fluid leakage in the battery compartment on plum 360 device". The product is available for evaluation. There was no patient involvement, unknown delay in therapy and no adverse event. Mltaneo (B)(6) 2023.

Manufacturer narrative:
The device was not returned for evaluation, it was evaluated and repaired in the field. The investigation found the battery incorrectly installed in the wrong orientation and fluid leakage found in the battery compartment. The battery advanced storage module (asm), battery door and battery door pad were found to have damage from fluid leakage. The battery asm, battery door and battery door pad were replaced. Subsequently the device passed all production validation test (pvt) testing. Probable cause battery incorrectly installed in the wrong orientation. Corrective actions are in process.

Event description:
The event occurred on an unspecified date and involved a plum 360¿ infusion pump. The customer observed fluid leakage in the battery compartment. The customer reported that the time of event was during the course of field action fc045; there was no patient involvement, no delay in therapy and no adverse event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.